Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep tightened the screws at the hubble connector. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would not boot up, the workstation would lose power, and loose screws were found on the hubble connector. No pt injury was reported.